Event description:
During the procedure the coil was unable to be detached, and it was reported that upon removal of the coil, it detached inside the microcatheter. The detached coil and the microcatheter were successfully removed from the patient as one unit. The procedure was completed using another of the same device. There was no clinical consequence to the patient.

Event description:
During the procedure the coil was unable to be detached, and it was reported that upon removal of the coil, it detached inside the microcatheter. The detached coil and the microcatheter were successfully removed from the patient as one unit. The procedure was completed using another of the same device. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device (detached main coil and the delivery wire) was returned inside the microcatheter. There was significant amount of blood on the main coil. Visual and microscopic inspection of the returned device found that the delivery wire was bent most likely due to handling of the device. The reported event was confirmed as the coil was received within the microcatheter detached and the detachment zone could be identified via partial dissolvement of the main junction due to the electrolysis. However, review and analysis of available information and investigation results failed to identify a definitive root cause for the reported event.